Manufacturer narrative:
A review of the data management system confirmed that the user is no longer using the system, as the sensor reached the end of its intended life in (B)(6) 2025. Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release

Event description:
The user reported a hospitalization related to an infection at the sensor insertion site that occurred in (B)(6) 2025. The user sought care at the emergency room, where they were diagnosed with an insertion-site infection and received treatment, including IV antibiotics, fluids, and pain medication. The user reported that the infection resolved following treatment. The event was not related to diabetes or glucose measurements, and the user's healthcare provider was aware of the event.